Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a subtotal gastrectomy, during the gastrojejunal anastomosis, the surgeon made a purstring suture and put staplers in, then through jejunum he connected the stapler and staplers head. He fired stapler and there was tactile and audible feedback. They opened a stapler when he saw that 1/4 of anastomosis was done. To resolve the issue he manually sutured the anastomosis. No harm was caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.